Event description:
It was reported that the patient underwent a lumbar fusion at l4¿5 using posterior surgical approach. The patient was implanted with rhbmp-2/acs. Post-op, patient frequently visited doctor due to blood clots she developed in her legs. Also, patient continued having back pain, which ultimately developed into severe, frequent spasms. Currently patient alleges suffering severe back spasms and has lost flexibility. Patient can no longer dance, experiences extreme pain in the mornings, and is very stiff. Because of her pain, she has trouble sleeping at night. Further, she has a huge, painful lump next to her incision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.